Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: meter issue. Manufacturer contacted customer within 24 hours, 48 hours and 72 hours urgent phone calls for knowing customer's condition whether had improved;unable to talk to customer; no new product replacement shipped, customer did not provided residential address.

Event description:
Consumer complaint of e-4 error. E- error displayed when the meter powers up and test strip is inserted. Customer reports feeling symptoms of hyperglycemia during the call. Customer advice to seek medical attention. Test strip lot manufacturer's expiration date is 01/22/2018.